Event description:
It was reported that a (B)(6) woman with uterine prolapse and cystocele was treated with vaginal hysterectomy and a perigee device. Additional info provided indicates that the pt suffered from vaginal discharge for one year following surgery, in spite of local and systemic antibiotic therapies and local antiseptic therapies. The examination revealed mesh erosion (exposure) with signs of infection. After excision of the eroded part of the mesh, the wound healed without problems.

Manufacturer narrative:
Literature: reisenauer c., vireck v, mesh-related complications in urogynecology - a multidisciplinary challenge. Acta obstet gynecol scand 2012;91:869-872. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.